Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported that 20ccs remained in an antibiotic secondary bag at the end of the infusion. The nurses do back prime the secondary tubing. No patient harm or medical intervention was reported. No further patient/event information was provided.